Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit passed rewind, however unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. Unit received with corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the customer fell then bumped insulin pump, had crack on back of the insulin pump and it quit working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.